Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code indicating that there was a loss of communication between the programmer and the analyzer. The programmer was rebooted but the error remained. The user was advised to ensure the connection between the analyzer and the programmer was secure. The power point/ outlet was changed and the programmer was powered on and off and the issue was resolved. The programmer remains in use. No patient complications have been reported as a result of this event.